Manufacturer narrative:
Investigation summary - during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The customer did not provide a batch number or returns for this complaint investigation. Trending was done on the appropriate databases for plate trypticase soy agar 5% sheep blood (material 221261) and no quality notification trends have been identified for this material for missing labels in the last 12 months. The complaint history was reviewed for material 221261 and there are no trends for missing label in the last 12 months. Bd will continue to trend complaints for these issues. There were no photos or returns available for this complaint. There is no batch information present nor other product labels were available for batch verification. Without batch verification, complaint cannot be confirmed. No additional actions are indicated at this time.

Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood (tsa ii) that one (1) shelf pack was missing the product information label. There was no health impact or consequence reported.

Manufacturer narrative:
Unknown batch: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood (tsa ii) that one (1) shelf pack was missing the product information label. There was no health impact or consequence reported.